Manufacturer narrative:
(B)(4).

Event description:
It was reported patient experienced shocking and pain in the implantable neurostimulator (ins) pocket which was considered to be sudden. The patient reported feeling static shocks in her back in the area where her ins was. She felt shocking about 5 times. The patient also reported since implanted the ins area got sore/tender because of the cold, like when she was walking her dogs and it was cold outside. She talked about it with her hcp 2 years ago and he said it happens sometimes. There was no fall/trauma that could be related to this event. The patient was to follow up with their health care provider (hcp). It was also suggested to try turning ins off. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. The indications for use for this patient were gastrointestinal/pelvic floor. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Concomitant medical products: product ID 3889-28, lot# va0ant3, implanted: (B)(6) 2013, product type: lead.